Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter developed a power issue- does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. The patient reported that the power issue first occurred about ¿two weeks ago, in the morning.¿ the patient stated manages her diabetes with an insulin pump and took no action to her diabetes management routine as a result of the product issue. The patient reported that ¿two hours¿ after the alleged product issue began she developed symptoms of ¿severe dehydration, nausea, and vomiting¿ as a result of not being able to test on the meter. A further ¿two hours¿ later, the patient reported receiving health care professional (hcp) treatment in emergency room (ER) with intravenous saline as a result of the product issue. At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used, it was not the first time the product was being used and when pressing down the power button or when inserting a new strip the meter did not turn on. Cca noted that based on the information provided the patient¿s meter had lithium batteries, although she did not have replacement batteries. The issue was resolved with trouble shooting. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose. Therefore the alleged product issue may have contributed towards symptoms and treatment indicative of an acute

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.